Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, when the customer attempted to use the medium-large clip applier instrument to clip, the clip came off. The procedure was completing as planned with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. During the procedure, the instrument passed engagement and the jaw was opened a little upon inserting into the patient¿s body. The customer indicated that while the surgeon attempted to use the instrument to clamp on a vessel or tissue bundle, the hem-o-lok medium-large clip fell into the patient. The customer retrieved the clip during same procedure and also performed post-operative tests to check for remaining fragments. Additionally, the instrument did not collide with any other instrument or tool, but the surgeon noticed that the clip was dislodged from the instrument. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. There was no damage noted on the cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Additionally, one grip was found to be bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. The complaint was confirmed by failure analysis.